Event description:
A customer reported that the freestyle libre 2 sensor filament was found to be bent, upon sensor insertion. As a result, the customer required contact with a healthcare provider and was reportedly unable to self-treat. The customer received treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. There was a watermark at the base of the tail indicating that the sensor was applied correctly. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor filament was found to be bent, upon sensor insertion. As a result, the customer required contact with a healthcare provider and was reportedly unable to self-treat. The customer received treatment of glucose. There was no report of death or permanent injury associated with this event.